Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients pocket incision has not completely closed. The patient was given a topical ointment and is currently doing well.